Manufacturer narrative:
Philips service replaced the host pc and hard disk spare part, restoring the system with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that host pc and hard disk intermittently failed, causing system inactivity on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.